Event description:
During surgery the surgeon grasped the tissue and activated the device. The alert sound of coagulation complete was sounded but the tissue did not seal properly. Bleeding occurred and another device was used to complete procedure. Procedure: lap colon.